Event description:
Routine complaint investigation when a consumer reports receiving imprecise sequential readings on their precision qid glucose monitor over a four minute time frame. The values, when plotted on a parkes error grid fall in the "c" zone showing the difference in valves to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.